Manufacturer narrative:
Benvenue believes the user facility should not have filed a report because the product did not malfunction and no death or serious injury occurred; hence, the reporting criteria per 21cfr803 was not met. However, benvenue is filing this MDR to fulfill 21cfr803.20(a)(3) requirements. Device #2 information is below: brand name: luna 1.0 implant kit, 0-degree, 11mm; model #: lun3011; lot #: 16061002; expiration date: 03/02/2018.

Event description:
On october 08, 2019, benvenue became aware of a reported MDR (uf/importer report # (B)(4)) by a user facility regarding the over-labeled product. Benvenue confirmed this product was over-labeled under rework instructions to extend its shelf life from 6 month to 2 years, after testing was completed in compliance to industry standard.